Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood glucose has been in the 400 mg/dl range due to the infusion set tubing; the tubing kept kinking. The mother also mentioned that the scarred tissue on her son's stomach thickening. No products were returned or replaced; the mother did not have reference or lot numbers of the infusion sets or insulin pump.